Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and instrument data and determined that a malfunction occurred with the sodium electrode. The sodium electrode was within the warranty period. The cause of the discordant sodium results was due to a malfunction of the sodium electrode. The cse replaced the sodium electrode and successfully calibrated the system. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant sodium results were obtained on multiple patients on an advia 1800 instrument. The discordant sodium results were reported to the physician(s). The samples were repeated on the same instrument. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant sodium results.